Event description:
It was reported that during a procedure, the fiber tip detached @10 minutes of use. The procedure was completed using a second fiber. There were "no injuries to the patient" reported.